Event description:
The customer reported that during a gastric bypass, oozing occurred although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.